Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus would not calibrate to the touch screen, the stylus was unable to be calibrated using the "2 points" calibration but it was able to when using the "25 points" calibration. The bezel shield was replaced and the stylus recalibrated to the touch screen. It was additionally noted that the floppy disk drive made lots of noise and had trouble reading disks. The floppy drive was replaced as a preventive. The device passed final functional and systems tests.

Event description:
It was reported that the programmer stylus was unable to be calibrated to the touch screen. The programmer has been returned to service. There was no patient involvement.